Manufacturer narrative:
(B)(4). Manufacture date: july 1, 2016 ¿ july 5, 2016. One actual folfusor unit was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by manually filling the bladder with green colored water. During and after fill, no evidence of a leak was found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked during the filling. The folfusor contained glucose 5% and 5 fu for a fill volume of 89 ml. There was no patient involvement. No additional information is available.